Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a low o2 error. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 29jan2019. The service engineer (se) inspected the device. The se found the ventilators diagnostic codes a relief valve cracking pressure out of range and a keyboard key not responding error codes. The se replaced the pressure relief valve and the keypad overlay to address the issues. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.